Manufacturer narrative:
(B)(4).

Event description:
It was reported that after one-third of the catheter was implanted, it could not pass the guidewire. As a result, the catheter was replaced, which resolved the issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). This event was mistakenly reported to teleflex twice. This event was previously reported to FDA. Please reference MFR rpt # 30105326 12-2021-00107.

Event description:
It was reported that after one-third of the catheter was implanted, it could not pass the guidewire. As a result, the catheter was replaced, which resolved the issue. There was no report of patient complications, serious injury or death.